Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc determined that the operator had refilled the saline sample diluent bottle on the chemistry xpt system with cuvette wash (cw) solution while the system was operating. The cw contains sodium hydroxide and is an incompatible material for sample dilution. The customer stopped system operation and performed routine customer maintenance to drain, rinse and refill the saline diluent bottle with saline. The system was primed. Quality control materials were run after system priming with acceptable results. The cause of the discordant, falsely high albumin (alb) results and the falsely low gamma-glutamyl transferase (ggt) results is due to a use of error of mixing incompatible materials. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant falsely high albumin (alb) and falsely low gamma-glutamyl transferase (ggt) patient sample test results were obtained on an advia chemistry xpt system. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt system. The repeat results from the alternate advia chemistry xpt system were reported to the physician(s) as amended reports. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high albumin (alb) results and falsely low gamma-glutamyl transferase (ggt) .